Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin reaction cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 47-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. During the review of a medical record received by novocure on (B)(6) 2025, it was noted during a neuro-oncology evaluation on (B)(6) 2025, the patient had developed a slightly pustular scalp rash associated with optune gio therapy. The physician prescribed doxycycline 100mg daily for one week. On (B)(6) 2025, the patient's spouse informed novocure that the patient's reduced device usage was due to significant skin irritation. Multiple attempts were made to contact the prescribing physician for additional information; however, no response was received.